Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a systemic infection. A revision was performed and the ICD was explanted. No additional adverse patient effects were reported.